Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would shut off on its own after about two minutes even though it was connected to line power. The caller was advised to remove the battery and operate it off of line power alone. The programmer was restored to service. There was no patient involvement.